Event description:
It was reported that waveform for the invasive blood pressure (ibp) parameter was frozen on the intellivue x3. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Reporter institution phone number (B)(6).